Event description:
It was reported that during a da vinci-assisted general surgical procedure, the mega needle driver was connected to the universal surgical manipulator (usm) and was not recognized. It was tested on the other usms confirming the same error. It was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and reported failure was confirmed. The instrument was placed on an in-house system and failed engagement on several attempts. Review of the logs found multiple engagement failures for the instrument. An additional observation not reported by site: 1. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable caused the instrument to fail engagement when placed on the in-house system. Other cables were not damaged. The housing was removed from the back end, no damage was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.